Event description:
Pt called to report bag not empty at time of bag change - light on pump flashing. Pump was found to be in pca mode - while it was programmed for intermittent mode and placed in lock level 2 prior to delivery.